Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from japanese to english: this is a complaint about liquid contamination in product. It was reported that the product was collected because it contained liquid even though it was unopened. Please collect and investigate what this liquid is.

Manufacturer narrative:
The following fields have been updated due to additional information: d3: medical device manufacturer: bd medical - diabetes care d.4. Medical device expiration date: 30-apr-2027 h.4. Device manufacture date: 28-mar-2022 g1: manufacturing location: bd medical - diabetes care d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 23jan2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as silicone and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from japanese to english: this is a complaint about liquid contamination in product. It was reported that the product was collected because it contained liquid even though it was unopened. Please collect and investigate what this liquid is.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.